Manufacturer narrative:
During quality investigation, the customer's complaint was confirmed; the device exceeded the maximum temperature rise during testing. Upon disassembly of the device a broken etched spindle housing, rotor and driveshaft was noted. The probable cause of the failure was attributed to a tight front housing. The damaged parts were replaced and the device was repaired and returned to the customer.

Event description:
A stryker core impaction drill was sent in for repair due to overheating prior to a procedure. There was no pt involvement; no adverse consequence was associated with the device. Another device was used to complete the procedure.